Event description:
Kimberly-clark received a report stating, ¿the faulty lor syringe caused the physician to miss the epidural space. The physician had to perform a blood patch on the patient.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the kimberly-clark product lot for the kit reported in the incident met manufacturing specifications. The manufacturer of the bd lor syringe kit component that was involved in the incident was notified, and they indicated that a product advisory notice was issued to impacted customers (reference FDA recall #z-2274-2013). Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.